Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was inserted and used according to the standard procedure. However, the indicator window did not turn black and the device came out. Manual compression was then used to complete hemostasis. There was no reported injury to the patient. An ipsilateral antegrade approach with a non-cordis 6 fr sheath. No abnormalities were noted with the device prior to use. Femoral artery suitability, including the 30¿45 degree insertion angle, was confirmed via angiography. A 6 fr non-cordis sheath was used. The vessel diameter was verified to be =5 mm, with no visible calcium, plaque, nearby stent, or stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and no excess force was applied. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The introducer was retracted until the hub engaged with the indicator wire cowling. Although the exoseal vcd was securely locked with the introducer, the indicator window did not turn solid black, and the device exited prematurely. The product was discarded. A review of the manufacturing documentation associated with lot 18469749 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The instructions for use (IFU) states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was inserted and used according to the standard procedure. However, the indicator window did not turn black and the device came out. Manual compression was then used to complete hemostasis. There was no reported injury to the patient. An ipsilateral antegrade approach with a non-cordis 6 fr sheath. No abnormalities were noted with the device prior to use. Femoral artery suitability, including the 30¿45 degree insertion angle, was confirmed via angiography. A 6 fr non-cordis sheath was used. The vessel diameter was verified to be =5 mm, with no visible calcium, plaque, nearby stent, or stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and no excess force was applied. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The introducer was retracted until the hub engaged with the indicator wire cowling. Although the exoseal vcd was securely locked with the introducer, the indicator window did not turn solid black, and the device exited prematurely. The device was discarded and will not be returned.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was inserted and used according to the standard procedure. However, the indicator window did not turn black-black and the device came out. Manual compression was then used to complete hemostasis. There was no reported injury to the patient. An ipsilateral antegrade approach with a non-cordis 6 fr sheath. No abnormalities were noted with the device prior to use. Femoral artery suitability, including the 30¿45 degree insertion angle, was confirmed via angiography. A 6 fr non-cordis sheath was used. The vessel diameter was verified to be =5 mm, with no visible calcium, plaque, nearby stent, or stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and no excess force was applied. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The introducer was retracted until the hub engaged with the indicator wire cowling. Although the exoseal vcd was securely locked with the introducer, the indicator window did not turn solid black, and the device exited prematurely. The device was discarded and will not be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.